Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not load. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Upon observation there was no blood visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. Upon observation the seal was observed to be intact with no cracks or delamination. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 inches, the outer diameter was measured at .222 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure mode "failure to load", but the analyzed failure "failure to deploy" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not load. A replacement device was used to complete the procedure. The hospital did not report any patient effects.